Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist assistant reported that during an intraocular lens (iol) implant procedure, the implant was stuck in the injector. There was no patient harm. Additional information was requested.